Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed and there was one session on the date the issue was reported. The logs captured an error during the imaging system exam transfer. Additionally, the analyst observed from the logs that the registration data was missing for the exam used in the procedure. This issue was consistent with a known software issue. Analysis found that the issue was related to the software. Codes c10, d18 and previously reported code b01 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after taking a spin, an "unregistered o-arm exam received" message appeared on the navigation system. It was noted that all three boxes were green before the manufacturer representative (rep) left the room for the spin; it was unknown if all three boxes on the image acquisition screen stayed green throughout the entire spin, and there was no [nav] tag present on the mobile view station image. Technical services suspected that one of the boxes on the image acquisition screen may have flickered red during the spin. The length of extended surgical time was less than one hour, and no reported patient impact. Additional information was received. It was reported that there was no issue with the system and it was believed that the camera most likely lost sight of the patient reference frame or the imaging system tracker during the spin, causing there to be no [nav] tag.

Manufacturer narrative:
Work order completed. H6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable. A13: applicable to the unregistered exam received. A1102: applicable to the "unregistered o-arm exam received" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: concomitant product: product ID: 9735740, software version #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.